Event description:
Information was received indicating that a high-pressure alarm was displayed and was resolved when the cadd extension set was changed out. There was no report of patient injury or medical intervention as a result of this event.